Event description:
Device is advertised on this web page - http://www.torquerelease.com/products.htm. Using the email prompt provided on the web page, rptr had been in correspondence with a dr. Rptr was asking about the "stim plus pro" and it's ability to treat and measure triggerpoints a claim made about the product. The dr. Claimed the stim plus pro had FDA approval for treating and measuring triggerpoints, "is a 510k class ii medical device, no. K913522a & protected by u.s. Patent no. 5251637, design pat. No. Des. 324,916. Available through israel", copied from web page referenced above. The dr. Also claimed the device had been referenced in several medical journals in relation to its efficacy treating and measuring triggerpoints. Rptr searched for the database, and found nothing. Rptr searched using "medline/pubmed" http://www.ncbi.nlm.nih.gov/entrez/query.fcgi- and no results for the search "stim plus pro". Because dr. So called references were all dead ends, and because he never answered one question directly, rptr became suspicious as to the validity of the claims regarding this medical device.